Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 303 mg/dl. Reportedly, the customer was uncertain as to how to navigate the bolus request screen to add a correction bolus. Tandem technical support (cts) educated the customer regarding the navigation of the screen. The customer delivered a correction bolus. Additionally, it was reported that the customer received an incomplete bolus alert. Reportedly, the customer had entered into the bolus request screen and did not exit. The customer's bg level was 445 mg/dl and was addressed with a bolus via the pump. Cts educated the customer regarding the alert and the customer acknowledged.